Event description:
This pi is for the robot used in the primary procedure. As reported in pi (B)(4): patient had his hip done a few years ago using the mako robot, apparently did well for awhile and then had groin pain. Update 31/july/2019 wg: spoke to rep. Intra-operatively during the revision, it was observed that there was no bony ongrowth of the acetabular shell. The shell, 2 screws, femoral head, and liner were revised. Rep confirmed there were no allegations against the head or liner, and that there was no surgical delay. Rep provided pre-revision x-rays and a picture of the explant, and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding revision involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that ¿in pi (B)(4): patient had his hip done a few years ago using the mako robot, apparently did well for awhile and then had groin pain. It was also reported that intra-operatively during the revision, it was observed that there was no bony ongrowth of the acetabular shell. The shell, 2 screws, femoral head, and liner were revised. Rep confirmed there were no allegations against the head or liner, and that there was no surgical delay. Rep provided pre-revision x-rays and a picture of the explant, and reported that no further information will be released by the hospital or surgeon¿. Product evaluation and results: not performed as case session data was not provided. Product history review of the device history records associated with rio 119 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999 reports no similar complaints for tha software - other. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tha software - other.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary procedure. As reported in (B)(4): patient had his hip done a few years ago using the mako robot, apparently did well for awhile and then had groin pain. Update 31/july/2019 wg: spoke to rep. Intra-operatively during the revision, it was observed that there was no bony ongrowth of the acetabular shell. The shell, 2 screws, femoral head, and liner were revised. Rep confirmed there were no allegations against the head or liner, and that there was no surgical delay. Rep provided pre-revision x-rays and a picture of the explant, and reported that no further information will be released by the hospital or surgeon.